Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 02/15/2017 that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. Patient reported that their blood glucose (bg) was dropping. Cgm value was 60 mg/dl; thirty (30) minutes later cgm value was 44 mg/dl with trending arrow pointed down. Patient dosed with gatorade, then went to the emergency room (ER) with a friend. At the ER, cgm value was 50 mg/dl and the finger stick (fs) value was 90 mg/dl. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.